Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator developed an infection at the ins site and received antibiotic treatment. Additionally, the patient developed an infection following a total hip replacement. They suspect it may be related to an underlying issue within their body, possibly involving a rejection response. The ins was explanted. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of infection was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator developed an infection at the ins site and received antibiotic treatment. Additionally, the patient developed an infection following a total hip replacement. They suspect it may be related to an underlying issue within their body, possibly involving a rejection response. The ins was explanted. There were no additional patient complications.